Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, no additional complaints registered about this lot number. No additional complaints registered about this item no. Current month same issue. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. There was no ncr for this lot.

Event description:
According to the available information, the tip of the catheter along the eyelets broke during insertion and is still in the customers body. Whilst catheterising with the speedicath compact plus customer noticed blood in her urine, upon removing the catheter it appeared the tip of the catheter had broken off and was still within her body. Mrs (B)(6) sought urgent advice from her gp- dr (B)(6) at (B)(6) who referred her to (B)(6) hospital, mrs (B)(6) is booked in to have surgery on (B)(6) at 2 pm to have the tip of the catheter removed unless it passes prior to this. Customer advised when she pulled the catheter out there was a sharp bit on the end.. She uses instillagel as advised by her gp. She is having a scan tomorrow to check if the tip is still there, and even if it is not there they want to check her friday (B)(6) to check if any damage has been done. I advised due to the xmas holidays I would call her back wednesday (B)(6) to check how things went. Mrs (B)(6) is returning the faulty catheter to us also, along with a couple of unused ones. I asked her to put the faulty catheter in a plastic bag and mark used. Samples being sent in for testing.